Event description:
It was reported during in clinic follow up that the right atrial lead exhibited loss of capture. Diagnostic imaging revealed dislodgement. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.